Event description:
It was reported that during a salpingo-oophorectomy procedure, the tissue pad fell off of the device into the patient. The tissue pad was retrieved with a grasper. The case was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.